Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached. The imaging window was not returned for analysis. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130cm to 140cm. Review of a video provided from the client confirmed the reported no image issue.

Event description:
Reportable based on device analysis completed on 19-apr-2023. It was reported that visualization issues occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure and while the device was inside the patient, the image was lost. The issue did not resolve even after repeated attempts. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed imaging window detachment. It was further reported that the device was removed from the patient intact.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached. The imaging window was not returned for analysis. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130cm to 140cm. Review of a video provided from the client confirmed the reported no image issue.

Event description:
Reportable based on device analysis completed on 19-apr-2023 it was reported that visualization issues occurred. The severely stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure and while the device was inside the patient, the image was lost. The issue did not resolve even after repeated attempts. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed imaging window detachment.